Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #: unknown h3/h6: the system was serviced in the field and the standalone board was replaced. Codes b01, c02, and d02 apply. The standalone board, lot number: s2240kou rev. T, was returned and analyzed. A visual inspections showed component r21 was electrically over stressed. Unable to bench test the device due to over stressed components. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was getting a generator error as well as a broken ground pin on the power cord, the system was not able to boot up. There was no patient involvement.